Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that sensor failure after warm up occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient¿s sensor failed after the warm-up. It is unclear if the patient tried to insert another sensor after this sensor failure or not. It was also not reported if the patient was testing her blood glucose (bg) via a bg meter while she was not receiving cgm readings. The patient was also wearing a tandem insulin pump. On (B)(6) 2023, the patient¿s father took for to the emergency room (it is unclear what prompted the patient to go to the ER). No patient symptoms were reported. At the ER, the patient¿s bg via lab work was 1400 mg/dl. She was treated with an IV insulin drip. The patient was discharged one day later (under 24 hours) after her bg level stabilized. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.